Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about receiving a lost sensor alarm. Blood glucose level is 169mg/dl. During troubleshoot; the transmitter passed the test plug procedure, customer states the sensor is fully inserted and the alarm occurred at initialization. Customer removed the sensor and noticed it was bent. Customer also reported he has received change sensor alarms and has noted bent cannulas in the past woth multiple sensors. Nothing further reported.